Event description:
(B)(6). Initial notes: pump is not working correctly. She is just getting home from the hospital. She was taking off the pump. Right now she is using the pump but has high bg levels. Every time she gives herself a bolus it shows a no delivery message. She changed the site 3 times, also she changed the battery. Showed that battery was half percentage. Took the battery out and it showed also a failed battery test. Inquired what led up to the complaint. Customer response: n/a. Customer's outco...

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.